Event description:
On 08/11/1998 following a catheterization procedure (type not documented to MFR), an angio-seal device was placed in a pt's groin. An angiogram performed prior to the device deployment identified the presence of peripheral vascular disease in the pt's iliac artery. Later (length of time not specified) the pt experienced pain in her leg. The pt was hospitalized for approximately one week for pain without resolution of the event. On 11/20/1998 the pt was taken to surgery where an occlusion was identified and repaired. As of 12/31/1998 there has been no report to the MFR of further complication or pt sequelae.